Event description:
It was reported that as the catheter was passed over the spring wire guide resistance was encountered, and the catheter could not be advanced. The spring wire guide and catheter were removed from the pt and a second iab was inserted without any complications.